Event description:
It was reported that "inserter was broken while attempting to remove screw from a loose plate from a demo. Tip of inserter appears to still be inside the screw."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.